Manufacturer narrative:
(B)(4). A device history review and service history review were performed with no issues noted. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) whom was taken to the hospital due to trouble breathing. The hp was performing peritoneal dialysis on the homechoice (hc) machine and was in dwell 4 of 4. Additional information was requested but not provided.